Event description:
A nurse from the (B)(6) reported a (B)(6) (boy) ingested half of a vial cytolyt solution. Hologic's technical service personnel provided the nurse with the concentration of methanol in vial. Nurse reported that the child is being treated at a hospital and that the incident took place at a dr's office. Hologic's technical service personnel followed up with nurse. The child was given a blocking agent and checked for methanol level. Methanol level proved to be negative and the child was discharged from hospital. This is a reportable event in the united states since ingesting cytolyt solution could result in a potentially serious injury or illness.